Event description:
It was reported that the patient had return of symptoms and placed on a feeding tube. It is unknown if the neurostimulator was on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model h990014, (B)(4), implanted: 2011 (B)(4), explanted: unknown, lead model h990014, (B)(4), implanted: 2011 (B)(4), explanted: unknown.